Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up, the device was found in back-up vvi mode with hv therapy disabled and could not be interrogated. The patient has other health issues therefore, a decision was made not to explant the device.